Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files. System operates as intended. (B) (4)

Event description:
Customer reported the system is displaying a iris potentiometer error. No pt injury reported.